Manufacturer narrative:
The t:slim g4 user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Reportedly, the customer uses apidra insulin and the occlusion alarms started occurring once apidra started being used in the cartridges. Tandem technical support informed the customer that apidra was contraindicated to be used with the pump. The customer's blood glucose (bg) levels ranged between not impacted to 213mg/dl. Supply changes were performed to resolve the past occlusion alarms. Reportedly, a supply change was performed to address the current occlusion alarm.